Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level 500 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump was not giving enough insulin. The customer assisted with troubleshooting. The device will not be returned for analysis.